Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead exhibited an impedance warning. A polarity switch was also reported. Due to the limited information received, further follow-up to obtain related details was not possible. Evidence is suggestive this lead remains in service. No adverse patient effects were reported.